Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6)of peritonitis and vomiting in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date, the patient had vomiting due to acid as further elaborated as the patient could not eat or keep any food down for several days. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the events. Treatment rendered for the reported events were not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from peritonitis. On (B)(6) 2012, the nurse (rn) could not confirm any adverse events or hospitalization reported on source documents. Rn was not aware of any recent hospitalizations or adverse events. No new information was reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12d18083, and h12c19083 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.